Event description:
A 2.3mm locking threaded peg broke following implantation of a geminus volar distal radius plate.

Manufacturer narrative:
This failure was brought to the attention of skeletal dynamics nine months after the explantation date. No information pertaining to patient behavior following initial implantation and prior to the break was able to be obtained, no images from the original case nor the explantation were provided, and the implant was not available for return. Therefore, at this time the investigation is necessarily limited to internal testing and review of records.